Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had louder and slower to rewind and had to rewind twice. Customer's blood glucose value was unknown. Customer stated that they changed battery every 3 or 4 days. Customer stated that the battery life diminished and insulin pump rejected new battery during replacement. The customer did not receive a low battery alerts. Customer stated that they experienced unexplained no delivery alerts. The device will not be returned for analysis.